Manufacturer narrative:
Analysis of the 97714 (B)(4) found no evidence of anomalies. Product analysis: the returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the ins was explanted on (B)(6) 2018. The issue was said to be resolved. No further information was available at the time of the report. Additional information was received from a manufacturer representative (rep). It was reported that the patient reported pain at the pocket site due to the device pressing on a nerve. The patient also reported difficulty charging. The patient said that the recharger was replaced, but recharging was still difficult.